Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the order was unavailable in the system. The technical support specialist explained the customer on how to resolve the issue. The serial number, UDI and device manufacture date kept blank since the given asset information found to be pyxis es it infrastructure. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system order was unavailable and not updated correctly. The customer added that this malfunction caused a delay in dispensing medication to patient. However, there were no adverse events or injuries reported based on this event.